Manufacturer narrative:
Clinic review: due to lack of sufficient information, the cause of the pt¿s peritonitis cannot be determined. However, a temporal relationship between the liberty cycler/liberty cycler set and the pt¿s peritonitis event exists. Peritonitis is a well-documented complication of pd therapy. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
During routine follow up on an unrelated peritoneal dialysis patient customer experience, the peritoneal dialysis nurse reported that the patient was diagnosed with peritonitis. Additional information was solicited.